Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Electrical testing was subsequently performed confirming the lead was electrically continuous. X-ray of the lead was free of evidence of fracture. Inspection of the helix found deformation that analysis noted may have caused or contributed to the reported helix retraction issues. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. During the revision procedure to reposition the lead, the helix of the lead would not retract. This ra lead was explanted. No additional adverse patient effects were reported.